Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the drapes attached to the carriage on the universal surgical manipulator 1 (usm) had not been seated all the way. The customer noticed a small gap between the adapter and the usm carriage. The other usms appeared normal. The customer stated that they had been experiencing difficulty engaging the instrument on usm1. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. Usm 1 was not used. The surgeon disabled/discontinued the use of the usm 1. The procedure only needed 3 usms. The procedure was robotically completed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse attempted to dock a sterile adapter on the usm 1 but could not get the sterile adapter to sit flush as if it was slightly obstructed. The isi fse replaced usm to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed. The unit was tested on an in-house system and the engagement problem could be replicated after multiple instruments were installed. The carriage got stuck after every instrument was removed. The unit was also tested on a test platform and passed additional tests. During inspection the carriage, no evidence of fluid intrusion but stuck debris was found in the presence pin. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.